Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. No moisture damage on the electronics motor noted. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that she was trying to connect her sensor when she noticed that the buttons were unresponsive. She stated that the down arrow button would only turn the lights on. She reported that all the other buttons did not work properly. The customer's blood glucose was 80 mg/dl. She stated that she had dropped the insulin pump in a tub earlier, but the insulin pump seemed to have worked fine when she took it out from the water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.